Manufacturer narrative:
Complaint conclusion: as reported, the white tamping tube of a 6f/7f mynxgrip vascular closure device (vcd) was not there, when the user pulled the unknown sheath and the device back. On another 6f/7f mynxgrip vascular closure device (vcd) the sealant appears to be on the end of the device. The user did a suture 8 on both and hemostasis was achieved with no harm to the patient. The devices were stored and opened in a sterile field. The patient underwent an ablation procedure. The user was trained to the device. Additional information was requested but not provided. One non-sterile mynxgrip vascular closure 6f/7f device involved in the reported complaint was returned for the corresponding product evaluation. Visual inspection of the reported device showed that the shuttle was engaged to the black handle with the stopcock open and a syringe attached to the device. Additionally, no sheath was returned inserted on the shuttle. The conditions of the received unit, where the advancer tube and sealant were no longer mounted on the device, led this investigation to infer that a deployment mechanism was triggered and the complete removal of the sealant and advancer tube occurred before the unit¿s arrival at the cordis lab. A functional analysis of the deployment mechanism could not be executed because the unit was received already deployed. Additionally, an inflation/deflation analysis was conducted to determine if there were any issues with the balloon that could be related to the reported event. During the inflation/deflation analysis, no issues were observed with the balloon¿s integrity. The reported event of ¿sealant-sealant-misdeployment-complete¿ was not confirmed through analysis of the returned device since the device was received in a condition of complete device removal with no damages or anomalies were noted and due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages/anomalies noted with the returned device and sealant/advancer tube were not included with the product. However, patient factors (such as a shallow vessel depth) and/or procedural/handling factors are possible. Additionally, based on the condition of the device, a product-contributing factor in the need for the event of ¿suture insertion¿ could not be determined; therefore, it is likely that conversion to a figure 8 suture was due to preference. According to the product¿s IFU, which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tamping tube of a 6/7f mynxgrip vascular closure device (vcd) was not there, when the user pulled the unknown sheath and the device back. On another 6/7f mynxgrip vascular closure device (vcd) the sealant appears to be on the end of the device. The user did a suture 8 on both and hemostasis was achieved with no harm to the patient. The devices were stored and opened in a sterile field. The patient underwent an ablation procedure. The user was trained to the device. The devices will be returned for evaluation.